Event description:
Nurse hung 20 meq kcl IV with guardrails to infuse over 60 mins. Nurse checked on the pt after 30 mins and found the bag of kcl dry. The IV pump displayed 22cc left to be infused, no alarm was triggered. The pt received 20 meq of kcl in 30 mins instead of the programmed 60 mins. The channel was immediately removed from service and sent to engineering. There was no harm noted to the pt. The channel which was located next to the kcl channel was infusing insulin. The pt became profoundly hypoglycemic, bg 37, and remained low despite treatment with 3 amps of d50, the nurse felt that the channel infusing the insulin may have malfunctioned as well and that it may have given the pt more than what was programmed to be given. These two events occurred within 4 hrs of each other. This channel was immediately removed from service as well and sent to engineering. Both of these channels were sent back to alaris for inspection.